Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken chronic catheter was confirmed and the cause appeared use-related. The product returned for evaluation was one 4.2fr s/l broviac chronic catheter. Usage residues were observed throughout the sample. A break was observed in the catheter 5.5 cm from the tissue ingrowth cuff. The distal segment was not returned for evaluation. The distal end exhibited curved shape memory. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break site revealed sharply defined, finely granular fracture edges. The fracture cross-section was elliptical. The fracture features and severe tensile weakness were consistent with damage caused be tensile (pulling) stress. Tensile damage can occur during tunneling and following device placement. The product IFU states ¿caution: when tunneling, the catheter must not be forced.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a piece of the device broke inside that patient and there is no plan to remove the piece. It was stated that the patient was in stable condition. No other information was reported.